Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Manufacturer narrative:
D10: concomitant devices: 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t (B)(6). 200-02-32 - three peg patella 32mm (B)(6). H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's right knee was revised approximately 4 years 5 months post initial operation. Patient presented to office complaining about their total knee replacement. The patient reported pain, instability, and dissatisfaction. The patient has recalled a tibial poly insert. The patient underwent a right knee revision, a femoral component revision, and a poly revision was performed due to knee instability. The patient was revised to femoral cc revision component and psc poly implant. The surgeon wanted to upsize the femur component for sizing and to close the extension gap knowing it is off-label when keeping the current tibia implant size. The tibia component was well fixed, and the surgeon trailed the revision sizes. The surgeon was happy with the articulation and stability. The patient was implanted with the cc revision femoral component and new psc poly. The patient left the or stable.